Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Update 12/18/2014- pfs and medical records received. A correct dor was provided. After review of the medical records for MDR reportability, the revision operative note indicated loose stem, metallosis, fractured cement mantle, and no infection. The stem, femoral head, and cement mantle are not depuy products. Two acetabular screws were removed to ensure the cup was solid and it was found to be. The patient was also implanted with a poly liner, not metal. All depuy products are now being reported as they cannot be excluded as the cause of the pain. The femoral head is being changed to an acetabular cup. There is no new additional information that would affect the existing MDR decision.

Event description:
Litigation alleges patient suffers from pain.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.